Event description:
Unable to determine if malfunction occurred during surgery. The instrument was tagged and reprocessed. According to the user, the teeth of the instrument are misaligned. The instrument will be sent back to the manufacturer for potential reimbursement.